Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the life indicator failing to rotate. The housing was removed, and the life indicator did not rotate when the instrument expired. A review of the logs confirmed that the instrument had exhausted all its lives, and when the instrument was placed on the in-house system, there were 0 lives remaining. There was an excessive amount of dried residue around the clamping pulley cable grooves. The instrument also had a damaged conductor wire insulation at the distal end. The instrument passed the electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.

Event description:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument as a return material authorization (RMA). There was no alleged malfunction reported against this product. There was no report of patient involvement.